Manufacturer narrative:
The device, was used in a procedure, was not returned for evaluation. Visual inspection and functional testing could not be performed. A relationship, if any, between the device and the reported incident could not be confirmed. A DHR review was performed and showed no non conformance or deviations associated with the serial number provided. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. If the product is returned in the future the complaint can be reopened and evaluated.

Event description:
It was reported that during a shoulder surgery, the device lens was cracked. The procedure was complete without significant delay with a competitor back up device (stryker). No patient injuries or other complications were reported.